Event description:
It was reported that the lead caused a ventricular perforation and hemothorax that resulted in open heart surgery. The lead was partially removed and capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.